Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the date on pump was incorrect and the cause was unknown. Contact corrected the date to address the issue. Customer's blood glucose ranged between 200-400 mg/dl.